Manufacturer narrative:
Updated: initial reporter. As per perfusionist, the issue happened 2-3 weeks before the preventive maintenance (pm). He was unsure what was done to fix the issue but confirmed that they haven't had any issues after the pm.

Manufacturer narrative:
The reported complaint was not confirmed. During preventive maintenance (pm) in january 2017, the field service representative (fsr) reported that no issues were found and unit met the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist noticed that the screen of the pump was "fuzzy" looking and would temporarily lose display. There was no patient involvement.